Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on an unk date. During the procedure, the device worked for a while then it did not work. No further event info was known. No adverse pt consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2009-01009, 2210968-2009-01010 and 2210968-2009-01011. The same pt is represented in each medwatch.